Event description:
During percutaneous nephrolithostomy, pt received 42,000 cc sterile water irrigant into kidney. Post procedure, pt did not resume prior level of consciousness. Lab work shows hyponatremia. CT shows cerebral edema. Autospy revealed multiple puncture wounds of kidney with zig zag trauma to kidney vascular bed.